Event description:
Event description cpi received this y connector (6836), and this endotak transvenous defibrillation lead (0064) back to cpi for analysis. The entire system was removed from this patient due to a heart transplant. No complaint was received with the product. This event is being entered due to cpi's lab analysis.